Manufacturer narrative:
The distributor of zyno medical provided the evaluation report for the affected device on (B)(6) 2020. The actual device was tested by the service provider on (B)(6) 2020. The flow rate deviation was within +/- 5% specification. The pump met all specifications as intended. The reported issue couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00017).

Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 02/04/2020, and reported that pump 700223 "stopped working, pump dripping faster than rate entered and then stopped dripping altogether. You can hear pump running but no drip." The device operator was a licensed practical nurse. Medication being infused was emend. There was a patient involved. The patient was not harmed, or injured.